Manufacturer narrative:
Serial number - two serial numbers are reported in this event, (B)(4). Two devices were evaluated. External and internal inspections were performed on both devices. The external inspection revealed damaged insulation on the load cell wire. The scale cable assembly had a tear through the outer insulation, exposing the ground braid. There was no physical damage to the internal wires. The reported condition was verified for both devices. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the cable of two acd hardware load cell modules had exposed wires. There was no patient involvement. No other information is available.